Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The deployed neuroform3 ez was returned along with the introducer sheath and the non-stryker microcatheter. Analysis of the device revealed slight damage to the distal tip of the introducer sheath and no anomalies were noted to the stent itself. The functional testing was unable to be performed as the stent was returned in the deployed state. The patency of the returned introducer sheath and microcatheter were checked using patency mandrels and no difficulties in advancement were experienced. Based on the information currently available, it is likely the distal tip damage of the introducer sheath may have occurred during insertion into the hub of the microcatheter and/or during the re-sheathing of the stent, and this may have limited the device performance and contributed to the premature deployment of the stent. Therefore, based on analysis of the device and the information available an assignable cause of procedural factors has been assigned to this investigation.

Event description:
It was reported that during a stenting procedure the stent prematurely detached inside the microcatheter. The procedure was completed with another stent and microcatheter. No patient consequences were reported due to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a stenting procedure the stent prematurely detached inside the microcatheter. The procedure was completed with another stent and microcatheter. No patient consequences were reported due to this event.